Manufacturer narrative:
Based on the claims against the product by the customer noting inverted image, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the endoscope and manually rotated the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had an inverted image during procedure. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image was inverted. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to reseat the endoscope and to try again. The tse requested replacing the endoscope. The new endoscope kept on flipping to the wrong side. The tse advice to push the port clutch and rotate the endoscope by hand. This time the endoscope stayed in the right position. The tse checked the system logs, and no problems were present. The tse asked to rotate the original endoscope by hand and nurse felt resistance doing so. The procedure was completed with no reported injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.